Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made of a patient with an indeterminate endoleak (possible type 1) that physician elected to do a re-intervention. No further information provided. Patient and case information still pending from rep.

Event description:
An intuitrak bifurcated stent graft, two intuitrak limb extensions and an intuitrak infrarenal aortic extension were implanted to treat an abdominal aortic aneurysm. Approximately eight (8) years post procedure, it was reported that an indeterminate endoleak was identified. Re-intervention was successfully performed by relining the initial implant with an afx2 bifurcated stent graft, and afx vela suprarenal, and two ovation ix iliac limbs. Patient was reported to be doing well post re-intervention.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Describe event or problem: correction. Brand name: correction.